Manufacturer narrative:
Date of event: it is unknown when the event occurred. PMA / 510k: this report is for one (1) screw - unknown lot/part. UDI unknown. Implanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017, revision surgery was performed to treat non-union of the right tibia. The original procedure to treat bilateral tibial fractures was performed on an unknown date ten (10) months ago. The surgeon identified that the left tibia presently is in non-union and cellulitis is present as well. Surgeon performed hardware removal which included: one (1) 10mm x 315mm ex nail, one (1) 5.0 mm proximal cortical screw and two (2) 4.0 mm distal cortical screws. The surgeon used a reamer irrigator, aspirator (ria) to collect bone graft. The right non-union site was debrided and packed with the graft material, and the site was revised with another manufacturer's devices. There is an external fixation device on the left side, and there is no information regarding future treatment. The hardware was removed without incident and all devices were found to be intact. There were no reported surgical delay. The procedure was completed successfully with the patient in stable condition. This complaint involves four (4) devices. This report is for a one (1) 5.0 mm proximal cortical screw. This report is 2 of 3 for (B)(4).